Event description:
The customer reported a contained leak of approximately one (1) milliliter within the unicel dxh 800 coulter cellular analysis system. The customer reported an overflowing differential chamber and blood on aspiration probe wash collar. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. There was no direct contact with the leak. There were no injuries or erroneous results in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse resolved the issues by replacing the differential bath and all of the tubing associated with the differential bath. (B)(4).